Manufacturer narrative:
Based on a picture provided by the user facility, it showed bending section cover at the distal end of the scope was observed to be separated from the proximal side and bunched together at the distal end area exposing a large portion of the bending section skeleton. In addition, olympus is unable to determine if the scope in the picture was an olympus scope. Olympus was unable to locate any service records related to the reported event. As part of our investigation, olympus made multiple attempts via telephone and in writing to obtain additional information regarding the details of the reported patient, procedure and subject scope from the user facility but no information was obtained to date. Olympus will continue to investigate the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a lithotripsy procedure, the scope became damaged and the patient¿s ureter was damaged as the physician had difficulty removing the scope from the patient. The bending section cover at the distal end was reported as "the whole end was blown out with no insulation left. It appeared as it had been "de-gloved". The serial number of the subject scope could not be confirmed by the user facility as the serial was not documented.